Event description:
A patient reported blood glucose results of "174 mg/dl and 129 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control soulution were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.